Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. One of the patients leads was fractured and the other lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg and fractured lead were explanted and replaced and the lead that migrated was repositioned to address the issue.